Manufacturer narrative:
Gungor, d., oguz, s, and dinc, h. (2017). Mechanical removal of a refluxed onyx piece from the middle cerebral artery using the solitaire stent: technical report. Interventional neuroradiology, 23(3), 293-296. Doi:10.1177/1591019917694022. The onyx was used in the embolization of an avm; the onyx was consumed during the procedure and remains in the patient. Product analysis will not be performed. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review received report of onyx reflux into the parent artery during an embolization procedure. The patient had a right temporo-occipital lobe arteriovenous malformation (avm) and underwent first-session embolization. Three months later, the patient was referred to the emergency department because of severe headache and poor clinical condition. Computed tomography (CT) scan showed right temporal intraparenchymal and subdural hematoma following avm bleeding. After consultation with neurosurgery, the physicians planned to proceed with onyx embolization followed by resection and evacuation of the hematoma. Diagnostic cerebral angiography (dsa) displayed a residual avm feeding by the right middle cerebral artery (mca), anterior temporal artery, right posterior cerebral artery, right internal maxillary artery and draining into the superior sagittal sinus, straight sinus (spetzler martin grade v). The patient underwent embolization of the avm nidus with onyx. During the embolization a small amount of onyx refluxed into the m1 segment of the right mca. A control angiogram showed subtotal obliteration of the mca. The physicians were cautious of the risk that the onyx could completely occlude the mca and/or induce thrombosis. Therefore, the physicians successfully used a stent to extract the onyx cast from the parent vessel. Post-embolization control mr showed no new ischemia or hemorrhage. Physical and neurological examination showed no additional deficit.